Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the event, ¿foreign material in a/w-channel and a/w-cylinder¿, was confirmed. Technical evaluation was performed and a whitish foreign material resembling powder mixed with water was found inside the aw-tube and inside the aw-cylinder. It could not be specified what the origin of the foreign material was nor the root cause of the remaining foreign material. The foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from a-rubber. There was no report that the device was used for procedure while the event occurred. Performance of reprocessing on the device was secured in the reports by reprocessing appropriately in accordance with instructions for use (IFU/cleaning/disinfection/sterilization). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the device was manufactured. The suggested events can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed due to insufficient cleaning. In addition to the reported malfunction documented in b5, the additional evaluation findings are as follows: the bending section was leaking, the plastic distal end cover was chipped, the connecting tube was buckled, the plug unit had a scratch and due to a cut on bending section cover, water tightness was lost. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a distal defect. No reports of patient harm. During the evaluation the following reportable malfunction was found a whitish foreign material resembling powder mixed with water was found inside the air/water-tube and inside the air/water-cylinder. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.